Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported the cycler time was not staying correct and had been prompted with having filling slow alarms and draining slow alarms and he concerned with short dwell times; the patient was not in treatment at the time of the call. A review of the patient¿s treatment records identified that on (B)(6) 2026 the patient drained 3907 ml during drain 4 of 4 of treatment. This drain volume is 196% the patient's largest prescribed fill volume of 2000 ml. The patient was connected during the incident. As a result of the iipv event, the patient was advised to try repositioning when getting drain and fill alarms. The patient was assisted to change the time on the cycler. Additional information was requested but was not received to date.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported the cycler time was not staying correct and had been prompted with having filling slow alarms and draining slow alarms and he concerned with short dwell times, the patient was not in treatment at the time of the call. A review of the patient¿s treatment records identified that on (B)(6) 2026 the patient drained 3907 ml during drain 4 of 4 of treatment. This drain volume is 196% the patient's largest prescribed fill volume of 2000 ml. The patient was connected during the incident. As a result of the iipv event, the patient was advised to try repositioning when getting drain and fill alarms. The patient was assisted to change the time on the cycler. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.